Event description:
It was reported that stimulation was turning off. Over the prior month to the report, the stimulation had ben shutting off. Stimulation had been off for 2- 3 days and was turned back on 2014 (B)(6) and had been on since. The patient initially thought that the programmer wasn't working, but changed the batteries and it was working fine. It was stated that stimulation was not as strong as it used to be but increasing voltage did address stimulation needs, which was done the day of the report. The stimulation location had not changed. Upon interrogation, the battery was at 2.69v and the hours used was maxed out. The last reset was 2013 (B)(6). There was no power on reset. It was unclear if stimulation was actually shutting off or if the battery was aged and not providing stimulation as well. Impedances were normal, but a little lower than average. The company representative was going to wait and recheck the battery that same day to see if the battery level goes down further. It was further reported that no malfunctions were seen and the cause of the issue was not determined. The patient was scheduled for a stimulator replacement on 2014 (B)(6). The patient was doing well just prior to replacement. It was further stated that the patient was doing well post replacement.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 7495lz51, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 389233, lot# j0301099v, implanted: 2003 (B)(6); product type lead product ID 3888-28, lot# j0216899v, implanted: 2003 (B)(6); product type lead. (B)(4).